Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified mentor breast implant and experienced capsular contracture baker grade unknown (side unknown) post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4) and (B)(4)) on (B)(6) 2020. Since the device is unknown, it will be defaulted to a gel device in b2a. Common device name and b2b. Procode for reporting purposes only. If additional information is received, a supplemental report will be submitted.